Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report receiving lost sensor alerts. Customer stated that the insulin pump did not vibrate on the first lost sensor alarm but it did on the second one. The vibrate mode is on and the battery is not low. Battery was changed a week ago. Customer stated that the insulin pump was vibrating now and did not want to change the battery to continue troubleshoot. Nothing further reported.